Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was tapping pedicle and tip of tap broke off. Tip was removed and discarded. Surgeon was driving expedium poly 9x80 into ileum and tip of poly driver sheared off. Later discovered that 9x80 poly mechanism was broken. Both tip and poly removed, no complications. Patient had hard bone.

Manufacturer narrative:
Corrected information: model #/lot #, device evaluated by MFR? Additional information: device manufacture date, evaluation codes. (B)(4). One (1) expedium ti 9 x 80 mm polyaxial screw (product code: 1797-12-980, lot number: rl241243) was returned to the customer quality unit (cqu) on january 11th, 2017. The 9 x 80 mm polyaxial screw was not broken, but the saddle had rotated counter-clockwise by roughly 45 degrees inside the tulip head. The screw head¿s drive feature shows signs of use including some minor stripping. There are a number of surface markings on the inner edge of the saddle. These markings may be indicative of heavy stresses placed on the screw during use. Exerting a significant amount of force on the tulip head and saddle, potentially at a significant enough angle, may be sufficient to dislodge the saddle and other parts of the screw from one another, resulting in the saddle rotating inside the tulip head. Notably, the notches present on its saddle that appear to have been caused by the associated driver, plus the amount of wear to the drive feature in the screw head. As a result, it is believed that an unexpectedly high amount of force was placed on the saddle during the tightening, resulting in the saddle being dislodged from its intended location and rotating inside the screw head. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the screw falling apart cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the drive feature of the screw during tightening, potentially at a significant angle, resulting in the screw disassembling during use. As there have been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.